Event description:
It was reported that a user could not attach the connector to the ilet cartridge because it would not seat flush, despite trying multiple connectors and cartridges and confirming proper rewind and cartridge filling; upon further troubleshooting, a small silver piece was observed lodged at the bottom of the cartridge chamber near the piston interface, preventing proper connector engagement. Symptoms included no reported adverse clinical effects. Outcomes included device replacement outside of standard operation. Investigation included guided troubleshooting with removal of the cartridge, trial of alternate connectors and cartridges, and partial tubing fill to assess for obstruction. Investigation of this case revealed an internal obstruction in the pump¿s cartridge chamber consistent with a component anomaly interfering with the connector-cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical obstruction within the pump housing leading to failure of the connector to attach.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.